Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the implantable neurostimulator (ins) had moved. This was sudden. The patient was walking through the house and felt a very sharp twist and had been in severe pain since then. The patient stated that it felt like it was loose in there. This had occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.